Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5.1 cubies failed. A field service engineer found main drawer 5.1 cubies were not detected on bus. Further, the engineer replaced retractor band, confirmed that two cubies removed and replaced by pharmacy, recovered the storage space and tested it in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es random cubies displayed errors, no cubies appeared on the grid, and all failed during access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.